Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed probable far field r-wave (ffrw) and t wave over sensing on the right atrial (ra) lead. Re-programming of the lead was previously performed. The lead remains in use. No patient complications have been reported asa result of this event.